Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that both of the patient¿s ins were in over discharge. The rep was made aware on 2018-08-20, due to the patient losing their rechargers. It was reported that foundation care was notified and getting the patient¿s rechargers replaced was in progress. The rep was going to see the patient in the clinic on (B)(6) 2018 for a trickle charge. Factors that led to the over discharges was the lost rechargers so the patient was not charging their inss. An in-clinic trickle charge was planned. The issue was not resolved at the time of the report. It was reported that the event occurred on (B)(6) 2018. No further complications were reported/anticipated. Additional information was received from a manufacturer representative (rep) reporting that the patient initially reported the issue to the manufacturer. It was reported that process to resolve the patient¿s over discharges was ongoing. They stated that the ins that was connected to their thoracic leads (serial number unavailable as the session as no longer in the rep¿s clinician programmer) had been brought out of over discharge. They stated they were going to met on (B)(6) 2018 to start the process on their cervical ins. It was indicated that no surgical intervention had occurred. It was indicated that the provided information had been confirmed with the physician. Additional information was received from the patient on (B)(6) 2018, reporting that they had poor telemetry or no telemetry with recharging and poor communication. They stated that prior to their call they kept trying to recharge and then they called a rep and was directed to call patient services. They stated that it was unknown when they last had stimulation. The patient stated that they got it working three weeks ago after they hadn¿t used it for a while. They stated they were last able to successfully charge their device three weeks ago. The patient stated that they hadn¿t recharged both of their devices in a while and they started working only with the left one. Patient services had the patient reposition the antenna dial through all four positions and ensure the belt was positioned properly if used, but this did not resolve the issue. There were no ins pocket concerns. The patient was redirected to contact a rep and suggest they review the antenna locate feature. It was indicated that it was unknown when the patient tried either of their devices after not using them for a while. They stated on friday they tried to recharge their left ins after having it started up again three weeks ago. The patient stated that once their left side is working, then they would address the ins on the right side. The patient stated that someone was arranging for the patient to receive a second recharging system. No symptoms were reported. Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s issue of being unable to communicate or recharge the thoracic/left ins that had already been brought out of over discharge remains unknown. It was reported that the patient called into patient services for assistance but were unsuccessful, and the issue was not resolved. It was reported that the patient¿s other ins (cervical ins) still had not been brought out of over discharge. It was stated that the patient only had one recharger and they were working on receiving a replacement first. The patient¿s weight at the time of the event was asked but was unknown. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated that the ins' were in over discharge. The pt states that both of her batteries would not stay charged. The device was removed and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.